Manufacturer narrative:
Batch review performed on 28 october 2024. Lot 2310691: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-07. No anomalies found related to the problem. To date, 69 items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 11 months after the primary, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon removed the tibia, made a 2 degree varus recut, placed a stem and tibia plate with an upsized poly. The surgery was completed successfully.